Event description:
I received saline breast implants in (B)(6) 2011, I began experiencing bad side effects 3 years later. I began having terrible joint pain, aches all over my body, extreme fatigue, dry skin and hair, hair loss, extremely dark under eyes, dry mouth, swollen lymphnodes, itchy eyes, chest pains, shortness of breath, anxiety, depression, mood swings, irritability, shooting pains in my right breast and having circulation issues. I had my implants removed (B)(6) 2019 in hopes of regaining my health. Almost all my symptoms have disappeared since explant or have become less extreme. FDA safety report ID# (B)(4).